Manufacturer narrative:
One swan-ganz catheter, model no. 139hf75p catheter with one arrow introducer and one arrow contamination shield was received for evaluation. The catheter was received broken in half at the 30cm marker while inside the arrow introducer. The catheter was removed easily from the introducer and was found to be kinked and flattened in two areas. The damaged area is the same location as the accordion (distal of the valve housing) area of the arrow introducer. It appears that the catheter became caught in this area, possibly due to an extreme bend in the introducer. Further examination found the proximal thermal filament bond has separated. The contamination shield was removed from the catheter and both the thermistor lead wires and the thermal filament lead wires were found to be broken. There are no missing sections of the catheter. There was no other damage found to the catheter body. A lot number was not reported; therefore, a device history record review could not be performed.

Event description:
It was reported that the catheter was placed subclavian in the surgery room and removed approximately a day later. During removal of the catheter, at first the catheter was coming out of the arrow introducer smoothly and then a little resistance was noted; however, not enough to have to "pull or tug" the catheter. Then the catheter "snapped" and broke at the 30 centimeter mark on the catheter but was still inside of the arrow introducer, it was noted were the catheter broke the nurse could see the wires. They were able to retrieve the catheter with a hemostat device below the hub of the introducer. The nurse used a clamp so the catheter would not migrate. The catheter and the introducer were able to be retrieved without any patient intervention.